Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 47 days of data (28jun2019 ¿ 13aug2019 per timestamp). On 15jul2019 at 20:59, the rsoc levels of both cables dropped simultaneously to below 5v activating the no external power alarm. The alarm clears shortly after activating when power was restored and appears to be related to a loss of ac power while the controller is connected to the mpu. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not returned for analysis. Attempts were made to gather more information regarding the event. To date, no equipment has been returned for analysis and no further information has been provided. The root cause for the no external power alarm while the controller was connected to the mpu was not conclusive determined but appears to be related to a loss of ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a no external power event while connected to the mobile power unit (mpu). Log file analysis noted low voltage hazards while the patient was supported by batteries. No further information was reported.